Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge . Visual inspection found the haptic broken, and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -11.00/1.0/013 (sphere/cylinder/axis) implantable collamer lens patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a same length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown. Reportedly, the lens has been adjusted from a vertical to a horizontal position.

Manufacturer narrative:
H6: 1494: off-label; acd<3.00 at the time of implantation. Claim#(B)(4).